Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the pain pump didn't work half the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.